Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was not successfully implanted due to placement difficulty and helix anomalies. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to placement difficulty and helix anomalies. Also, the lead is in the possession of the field representative and will be returned.